Manufacturer narrative:
The reported information did not indicate a potential manufacturing issue. Hypotension is a known potential adverse effect per the device instructions for use (IFU), and is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Positioning/inaccurate delivery is often influenced by patient anatomy, and/or user technique. In this case, the guidewire pigtail moved during deployment of the first valve, which contributed to the difficulty of visualizing the valve during the quick deployment that was performed to resolve the hypotension.

Event description:
Medtronic received information that this transcatheter bioprosthetic valve was deployed in a higher than desired position above the annulus. The physician reported that the initial placement/deployment was affected by patient hypotension and movement of the pigtail catheter being used to visualize the valve¿s position. The patient experienced hypotension as the annulus was crossed with a guidewire and as the delivery catheter system was advanced. Medication was administered to increase the patient¿s blood pressure; however, there was difficulty maintaining the blood pressure, so the deployment was completed quickly. A second device of the same model and size was successfully implanted valve-in-valve in a deeper position. There was no allegation against the device or its delivery catheter system regarding the positioning issue. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).